Event description:
The patient was having a low blood glucose reaction, was confused and sweating. Called son, when he arrived he tested her blood glucose on suspect device and was 82 mg/dl. The emergency medical technicians were called and within 5 minutes they tested her blood glucose on their device and it was 43 mg/dl. The emergency medical technicians administered glucose tablets and she was admittied to the hospital for overnight stay.